Event description:
This 55-yr-old female had silicone gel breast implants for bilateral augmentation several years ago. This reporting facility has no record of the implantation, therefore, the MFR is unknown. The pt presents with breast deformity and capsular pain. Gross exam: both implants have slit-like fenestrations which exude sticky, stringy viscous material.